Manufacturer narrative:
Additional information: upon receiving additional information stating that the lens got stuck in the cartridge and the ejection attempt was met with an abnormally high amount of resistance. As a result, a replacement lens was implanted. So, the lens was technically not explanted as it never was implanted to begin with. The lens had no patient contact and the lens with same diopter and model was implanted. Based on the additional information received, the code from the initial MDR (B)(4) explant is no longer applicable. The following codes will be added to reflect the additional information. Section h6: health effect - clinical code: 2199 - pt-treatment not required / not reported: not a harm. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) would not eject properly and the lens was stuck in the preloaded cartridge. There was no cartridge damage. There was no delay in the surgery before an attempt was made to advance the lens. The lens was deployed normally. The lens was explanted due to patient being unhappy with vision. No other information is available.

Manufacturer narrative:
Section a3b, a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section e1:surgeon's phone number: unknown/ asked but not available. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.